Manufacturer narrative:
The reported event of impedance problem could not be confirmed. Visual inspection showed that the helix length was within specification. Performed DHR review to ensure that each manufacturing and inspection operation was performed. No anomaly was noted, the device passed all tests. Further analysis was performed, including pacing impedance at different loads applied, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity the reported event of failure to capture on the right ventricular channel was not confirmed. The device was returned for analysis. Electrical, mechanical, and longevity analysis was normal with no anomalies found.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right atrial leadless pacemaker (alp) had an elevated impedance at 400 and it was noted that tissue was lodged within the helix. The alp was removed and replaced. The patient was in recovering condition.